Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device was unable to power on. The display briefly blinked a white screen and then went black. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control evaluated the customer¿s device and verified the reported issue. Physio replaced the system pcb assembly to resolve this issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. Physio further evaluated the removed system pcb assembly and was able to duplicate the reported issue. The single board computer of the system pcb was reseated and then proper operation was observed.

Event description:
The customer contacted physio-control to report that their device was unable to power on. The display briefly blinked a white screen and then went black. There was no patient use associated with the reported event.